Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have had a dental exam that found their bite is not great due to the aligners. In person orthodontics was recommended.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.